Event description:
On (B)(6) 2022, this patient underwent endovascular treatment for abdominal aortic aneurysm with bilateral iliac aneurysms using gore® excluder® aaa endoprostheses. After placement of gore® excluder® iliac branch endoprostheses (ibe) bilaterally, a trunk-ipsilateral leg endoprosthesis was implanted distal to the lowest renal artery. An aortic extender endoprosthesis (pla320400j/(B)(4)) was inserted through a 18fr gore® dryseal sheath to implant proximal to the trunk-ipsilateral leg endoprosthesis. Since there was insertion difficulty, the physician attempted to retract the device from the sheath, however, the proximal tip of the aortic extender endoprosthesis separated, and the stent graft started to unintentionally deploy. The device was deployed in unintended position (within the ipsilateral leg of ceb231410a, on the right side of the patient). The broken proximal tip was then removed from the patient using the sheath. A gore® viabahn® vbx balloon expandable endoprosthesis (8×59) was then implanted to reline the aortic extender endoprosthesis to ensure blood perfusion. All stent grafts implantations were completed without any further issues. A 12fr gore® dryseal sheath was also used during the procedure. It was reported that the vessel was tortuous, and the sheath may have caught the device when it was withdrawn, which may have caused the catheter separation.